Manufacturer narrative:
Product analysis conclusion: the device expansion issues reported were not able to be confirmed on the films provided; therefore the cause of the event could not be determined. Additional images during implant including any cine images during stent graft deployment were not provided for a more thorough analysis of the reported event. Post-implant CT¿s showing the final implantation of the device also were not provided for further review. It is likely that the acute angulation noted at the distal end of the existing non mdt stent graft and at the planned overlap of the navion stent graft may have been a contributing factor to the lack of full expansion of the stent graft initially. It is also possible that an unknown interaction with the existing non mdt stent graft occurred during deployment of the device. Analysis of the returned films did not reveal any other obvious anatomical characteristics that could explain the reported deployment/expansion issue. It was confirmed that the valiant navion was post dilated with a 14mm balloon rather than 14mm stent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft was implanted in the endovascular treatment of a 62mm thoracic aortic aneurysm. It was reported that during the index procedure, that the stent graft completely deployed as per standard technique and the graft opened except a single stent (third stent of the graft). It was reported that upon ballooning the stent popped open as if it wasconstrained by something. It was also reported the stent was post dilated with a 14mm stent and it opened to nominal diameter. As per the physician the cause of the event can not be determined. No additional clinical sequalae were provided and the patient is fine.